Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 15x2.75mm, concentric, de novo target lesion with a significant bend of >45 degrees was located in the severely tortuous and severely calcified left circumflex artery. A 2.75 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the tip of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications reported and patient's status was stable.